Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Failure analysis revealed the insulin pump was received with unresponsive buttons and button error alarm due to corroded keypad traces. The device had minor scratched lcd window, cracked display window corner, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
It was reported that the customer had high blood glucose levels of 279 mg/dl. The customer reported a button error alarm from the insulin pump. The customer also reported that the buttons of the insulin pump were unresponsive. No additional information was provided.